Event description:
It was reported that during device change out external surface insulation damage was observed within the pocket area. Lead was repaired with medical adhesive and remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.